Event description:
Initial description: sheath broke with the patient. Follow up description: this patient was taken to the cath lab for a biv ICD implantation. While performing the procedure, the coronary sinus sheath used to insert the defibrillator lead was dislodged. The tip of the sheath broke off while the physician was inserting the sheath into the coronary sinus. The tip floated to the right pulmonary artery and into the lung vasculature. The tip was left in the patient and cannot be removed.

Manufacturer narrative:
The DHR for the lot was reviewed, and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force. The appearance of the complaint sample and retained units, along with the pull forces from the retained units, are consistent with each other and with the historical data from these lots. Based on the information provided, no evidence was found of any circumstances that would cause a failure, when used with the intended components from the kit.